Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 11.4cm to 11.8cm from the connector pin consistent with lead friction to can. The optim sheath was breached at this location.

Event description:
This report is to advise of an event observed during analysis.